Manufacturer narrative:
This MDR is being submitted based on a recent internal audit of complaint files. Upon review of the files, it was observed that this complaint should have been filed, but wasn't. Device was evaluated by csz and confirmed that the returned pad leaked as a result of seal separation. A review of our complaint database shows that the current failure rate of the CT-99 is approx 0.189% over the last 3 years. Csz will continue to monitor all complaints for similar events.

Event description:
A pt had knee surgery and a CT-99 was placed on the pt's knee. The CT-99 leaked soaking the pt's dressing with water from the CT-99. There was concern that there is a potential risk that water leaked into the pt's dressing and possible risk of infection. (B)(4).